Manufacturer narrative:
(B)(4). The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. The product has been requested for investigation. A follow up report will be submitted if the meter is returned. Customers and retailers have been informed through the fa16may2006 letter.

Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. Customer reported symptoms of "hypoglycemia, dizziness, clamminess, shakiness and disorientation due to not "taking the appropriate medication because an errc-4 appeared on the meter screen. Customer was given candy for her symptoms. There was no report of death, serious injury or third-party medical intervention.